Event description:
Additional information was received on (B)(6) 2013 when the physician reported that the issue has been solved. The physician stated that the handset battery was dying and it has been replaced. This event was previously reported on MFR. Report # 1644487-2012-03312 that the physician's office reported that their handheld would not hold a charge. As previously reported on MFR. Report # 1644487-2012-03312, the computer, serial cable, charger cord, and flashcard were returned for analysis on (B)(6) 2013. No anomalies associated with the handheld were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications. Follow up with the reporter revealed the new computer sent out by the manufacturer was working properly with the programming wand, ruling out a wand issue.

Event description:
On (B)(6) 2012 the vns treating physician reported that the "device did not take his numbers entered", especially for the output current. No further information was provided.